Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was explanted on (B)(6) 2017. It was noted that there were no reported contributing factors or causes that led to the infection/cellulitis. It was reported that the pump was discarded by the customer. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced cellulitis. It was previously reported that the event date was (B)(6) 2017, but additional information received indicated that the event date is (B)(6) 2017. It was reported that treatment of the cellulitis included that the investigational drug was discontinued, that drug therapy was "yes" and that the investigational device was removed. It was reported that the outcome of the event was noted as remission and the date of outcome was reported as (B)(6) 2017. The causality of the adverse event was reported as related to the pump and unrelated to the investigational drug, catheter, programmer, and surgical intervention. It was further reported that on (B)(6) 2017 the patient developed cellulitis and that on (B)(6) 2017 the system was removed. It was previously reported that the patient's age at the time of the event was (B)(6) years and additional information provided indicated that the patient's age at the time of the event was (B)(6) years. It was indicated that the patient's date of birth was (B)(6) and that the date is approximate with the month and year being accurate. The pump serial numb ER was previously reported as (B)(4) and additional information received reported that the correct serial number for the event is (B)(4). It was previously reported that the implant date of the pump was (B)(6) 2010 and additional information provided indicates that the correct implant date is (B)(6) 2016. No further complications were reported and/or anticipated.

Event description:
Attempts were made to determine the status of the pump, resolution, and status of the explant and product return. However, no further information could be obtained. The outcome remains unrecovered.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received gabalon intrathecal injection with a daily dose of 50 mcg. The date of implant was reported as (B)(6) 2010. An initial implant date was reported as (B)(6) 2008 with a replacement on (B)(6) 2010. The indication for use was a head injury. There was no past history of adverse reaction or complications. It was reported that on (B)(6) 2017 an infection was noted around the pump implantation site. The physician received information from a facility where the patient had been admitted. As there was a suspicion of an infection around the pump implantation site, the pump removal was requested. The source of infection was unknown since there had not been any particular problem lately and they had wondered where it could have originated. The pump was going to be removed and the drug dosage had been adjusted for it. The hcp had classified this as ¿serious.¿ the causality was listed as not related to the investigational drug, programmer or surgical procedure. However, it was unknown if there was a causality relationship with the catheter or the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.